Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectal resection on rectal anastomosis, the device was inserted in the anus, but it was removed once for adjustment and placed on the machine table and no patient discomfort at that time was noted. Before the second insertion, the operator noticed the pre-firing and replaced the handle with a new one. When the first insertion and removal were performed, the rotation knob was completely turned and the center rod was retracted so that the firing could be done. While trying to make a second attempt after placing the device on the instrument table, the safety was disengaged slightly and the handle was slightly squeezed. The main unit was replaced to resolve the issue. There was no patient injury.